Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, 12mm in length target lesion was located in the moderately tortuous, calcified, and 4mm in diameter left anterior descending artery. A 4.0mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, upon inflation at 16 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, 12mm in length target lesion was located in the moderately tortuous, calcified, and 4mm in diameter left anterior descending artery. A 4.0mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, upon inflation at 16 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous hypotube and shaft kinks. The device was hooked up to an inflation device and it leaked out of the shaft near the exit notch. The midshaft was found to have a puncture hole 117.5cm from the hub which is consistent with the damage that is seen by the use of a guidewire. The device would not inflate correctly due to the shaft hole. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.